Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Troubleshooted the system and found corrupted motion positioner firmware. Reloaded the firmware, cleaned and greased the x-axis ball screw. Re-homed a few times and docked the system. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the site turned off the image acquisition system (ias), the power switch fell off. No patient present.